Event description:
It was reported that, during a tonsillectomy with adenoidectomy procedure, the electrodes of the evac 70 xtra coblator ii broke during use. No further information available. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid line. Electrodes have been heavily used. Two electrodes have eroded. The wand is bent from use. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation showed the opened device was tested and plugged into the controller and registered settings (7,3). Coagulation and plasma were generated as intended with the available electrode pieces. Saline was drawn and returned through the evac line using a syringe with no flow problem. There was no blockage in the irrigation system. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: hitting the device tip against a hard surface. Using the device as a lever to enlarge surgical site. Mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.